Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and no anomalies were found. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, there was an inability to pace at high output every time the lead was positioned and tested. High impedance, high thresholds, and possible lead fracture were also noted. The rv (right ventricular) lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.